Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a laser assisted cataract procedure, a capsular rupture occurred. The physician explained that at times, while performing the capsulorhexis, bridges on the anterior capsule have resulted, and this has no patient consequences. Nevertheless, sometimes bubbles mask the capsulorhexis, which has resulted in a capsular rupture. No specific number of patients affected with capsular rupture, or identifier(s) was provided by the physician. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).